Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced break in aseptic technique further described as patient made mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. On an unreported date, remedial therapy began with vancotroy and genticin. Dianeal therapy was ongoing. The event of peritonitis was resolving. It was not reported whether the event of a break in aseptic technique resolved. An opinion of causality for the events of peritonitis and the break in aseptic technique were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.